Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file due to the corroded motor home switch. The device was received with minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 232 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer also reported received a motor position encoder error alarm. Customer's insulin pump was stuck in the priming loop. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.